Event description:
It was reported that the device misdiagnosed supraventricular tachycardia as ventricular tachycardia and delivered inappropriate shock due to programmed svt discriminators and low r-wave amplitude. The device was reprogrammed. The patients condition was fine following the event.